Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. Testing of the console found no errors during drill testing or use of the usb ports, and the system did not power off unexpectedly. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. Review of log files indicates that errors were received with 5 separate drills, and also that unexpected shutdowns seem to have occurred on the console, but that they were not directly linked to any of the drill errors observed. Based on this information, the software support team has indicated that a possible cause may have been related to improper or intermittent voltage from the power supply of the cart base or outlet used. This would explain both the behavior of the drills used and the unexpected shutdowns observed. An additional investigation was performed by viewing the internal circuit board logs. The reported problem was not confirmed. Reading the logs on the power management board found nothing abnormal. Logs showed only 3 messages, and none seem to have correlated with the reported issues observed on the console. Although the reported problem was not confirmed through a visual or functional evaluation, review of the log files confirmed the drill related errors did occur, and that unexpected shutdowns also occurred. Since these issues were not able to be reproduced, a definitive root cause was unable to be determined. Based on discussion with the software support team, it seems unlikely that all of the drills used were faulty, and these issues present more like an intermittent fault of the console or a power fluctuation. Possible contributing factors may have been related to an intermittent or fluctuating voltage supply from the cart base or power outlet used, or from some unidentified intermittent fault in the cori console that could not be reproduced. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori-assisted surgery, a retraction time error consistently appeared during calibration of all handpieces. In some instances, a handpiece disconnection error occurred, and the system powered off during procedures. Despite several attempts to provide a camera patch during calls, no usb connection was available. Determined that the real intelligence cori appears to be damaged. The procedure was resumed, after a significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H6 has been update.